Event description:
The patient reported that he has had 3 infections at vgo needle insertion sites which have required antibiotic treatment. The patient has been on vgo for over 2 years. The infections have occurred over those two years. Regarding his current infection he reports the following details: the infection occurred on his thigh at a vgo application site. It swelled to the size of a baseball or larger. There was pus and drainage from the needle insertion site. The site was warm to the touch and red. The site was painful to touch. The patients hcp placed him on antibiotics "a few days ago". The swelling and pain are improving but not resolved. The patient reports that on the 2 prior occasions the infections resolved within one week of beginning the antibiotic course. The patient reports that he always rotates his vgo application sites and takes care to allow previous sites time to heal prior to using the site again. He reports that he always cleans and prepares the application sites with alcohol prior to vgo application. The patient does not have any known allergies or sensitivities. He believes that the infections are due to the fact that he has an active job and that the vgo devices frequently get bumped and caught causing the needle to move around frequently. The device was not returned for investigation.